Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated pacing thresholds 2 months post implant. A microdislodgement is suspected. The available information indicates that an invasive evaluation will be performed to correct.